Event description:
Dr. Was changing cartridge on unit. When he inserted the new cartridge, the gas shot out and burned his hand in the thumb and forefinger area.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.